Event description:
It was reported that; during a kyphoplasty the cortoss did not set up properly. The cortoss leaked into the spinal cord. This was discovered when the patient complained of pain. Cortoss leaked into the spinal cord and the cement has since been removed. The procedure for removal of the cortoss happened less than a week after the primary surgery.

Manufacturer narrative:
Method: device not returned. Device history review. Results: device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion: the exact root cause of the reported event could not be determined as no device and/or insufficient information was provided for review.

Event description:
It was reported that; during a kyphoplasty the cortoss did not set up properly. The cortoss leaked into the spinal cord. This was discovered when the patient complained of pain. Cortoss leaked into the spinal cord and the cement has since been removed. The procedure for removal of the cortoss happened less than a week after the primary surgery.